Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self-test. No unexpected display anomaly noted. No unexpected turning off while pressing act or escape keypads. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that only the main screen was viewable and when the esc and act buttons were pressed, insulin pump would shut off. Customer's blood glucose was 338 mg/dl. Insulin pump would need to be replaced.